Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Event description:
It was reported that the pulse generator exhibited no telemetry.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that during interrogation the pulse generator exhibited no telemetry due to high current drain. After replacing the battery, high current drain remained marginally high. Testing at our hybrid facility could not reproduce the failure mode.